Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening in valve side assessed as cracked valve seat diaphragm valve, total delamination of valve assessed as adhesive failure, one opening in anterior side assessed as surgical damage. Additional observations: ¿ wear abrasion is observed. ¿ crease is observed. ¿ white particles in device inner surface are observed.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h3, h6.

Event description:
Device has been explanted.